Manufacturer narrative:
No additional information was provided by dr. (B)(6), a general surgeon. Propharma did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
Material no.: unknown. Batch no.: unknown. It was reported that patients have been experiencing severe rash using chloraprep. Per email: I'm a general surgeon that has used chloraprep for many years. Recently, however, I have had several patients that have had an adverse reaction (severe rash) to your product. They have had no allergies or prior history of hypersensitivity to any topicals. Has there been a change in formulation recently?